Manufacturer narrative:
Summary of investigation: there are previous complaints of this code-batch regarding the same issue, some of them closed as confirmed after analysis. We manufactured and distributed in the market (B)(4) units of this code-batch. There are no units in stock in b. Braun surgical's warehouse. We have received 4 closed samples for analysis and 2 open and unused samples with the needle detached from the thread (thread is still wound on the pack and the needle is missing). To evaluate the conformity of these units, we performed the following tests: tightness test to the closed samples received has been performed and the units are tight. Needle attachment strength results conducted on the all closed samples received are 0.57 kgf in average and 0.01 kgf in minimum (european pharmacopoeia (ep) requirements: 0.46 kgf in average and 0.23 kgf in minimum). 1 of the closed samples already had the needle detached from the thread when the package was opened. Considering that there are previous confirmed complaints of this code-batch regarding the same issue and the defective samples received, we consider this complaint to be confirmed as well. Batch manufacturing record: reviewed the batch manufacturing record, this product had no incidences related to this issue and was released fulfilling usp/ep and b. Braun surgical specifications. Needle attachment strength results conducted on samples before releasing the product were 0.83 kgf in average and 0.61 kgf in minimum and fulfilled the european pharmacopoeia (ep) requirements: 0.46 kgf in average and 0.23 kgf in minimum. Conclusion root cause analysis: the most probable root cause is that the attachment of the needle was not correctly done as the defective samples received (open samples and closed sample with the needle already detached from the thread when opening the package) show that the needle is escaped from the thread. Final conclusion: considering that there are previous confirmed complaints of this code-batch regarding the same issue and the defective samples received, we conclude that this complaint is confirmed. Corrective measures: actions on product distributed of this reference/batch: based on the conclusion derived from investigation, it is not required to make actions in distributed product. Corrective/preventive actions: according to our internal procedures, we opened a CAPA in the system to correct/prevent this defect to happen.

Event description:
It was reported an issue with monosyn suture. The client (veterinarian) reported a needle detachment before use.